Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, three infusion set was fell off during use. No further information available.

Manufacturer narrative:
Device 3 of 3.